Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood on the shaft, balloon, stent implant and in the guide wire lumen and contrast on the shaft. This is consistent with handling and use. The undamaged stent implant was stationary on the tightly folded balloon between the markers. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. There were also kinks noted in the hypotube. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation and subsequent kinks. The shaft most likely kinked during the advancement in the guiding catheter and further manipulation of the sds would have contributed to the shaft separating. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Reportedly, no pre-dilatation was performed prior to stenting. It should be noted that the xience v instructions for use states: pre-dilate the lesion with a ptca catheter. It is unknown how, if at all, direct stenting may have contributed to the reported difficulties. The hypotube separation and subsequent kinks are likely related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. No predilatation was performed and during advancement of the xience v stent delivery system (sds) into a non-abbott guiding catheter, the proximal shaft of the sds separated in the guiding catheter; however, was easily removed. There was no reported resistance. A non-abbott stent was used successfully with the same guiding catheter. There were no patient effects reported. Though requested, no additional information was provided.